Event description:
It was reported by the customer that during use of the bd safetyglide¿ needle, meds could not be pushed through 5 needles. The following information was provided by the initial reporter: "bd1- mat# 306616 lot# 1341422 it was reported by the customer that they "cannot push meds though the needle."

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that during use of the bd safetyglide¿ needle, meds could not be pushed through 5 needles. The following information was provided by the initial reporter: "bd1- mat# 306616 lot# 1341422 . It was reported by the customer that they "cannot push meds though the needle."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 08-jul-2022. H.6. Investigation summary: fifty-seven loose safetyglide needles (p/n 306616) were received. The samples were visually evaluated and thirty-four samples were found to be clogged. The condition observed at the packaging site was non-conforming per product specification. The samples were sent to the needle manufacturing site for further evaluation and investigation. At the needle manufacturing site, thirty-four samples were received. A visual inspection was performed and no defects or imperfections were observed. A functional test was performed by connecting it to a syringe with saline solution. Of the thirty four samples twenty samples did not expel the solution, these needles are clogged. A device history record review was completed for provided material number 306616, columbus needle lot numbers 1214992, 1278946, 1214008, 1214997. These needle lots were used in the manufacturing of the final product lots 1341422. The review revealed there was documentation for this type of defect during the production run of lot number 1214992 for clogged needles due to silicone. It could be possible these samples are escapes from the incident that occurred while producing batch 1214992. The process to isolate affected product was reviewed, as well as the process of variations that could induce the needle clogged / blocked symptom. The processes were adjusted to prevent variations that could result in this defect. Based on the investigation and with the sample analysis the symptom reported is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.